Event description:
The customer contact reported inaccurate readings; subsequently, the pt was treated based on the readings. On an unspecified date at approximately 2000 upon arrival to the intensive care unit following surgery, the nurse noted the pt was "mottled, cold and hypovolemic." A cardiac index (ci) of 3l/min and a cardiac output (co) of 3l/min was displayed on the device. Reportedly, the nurse verified at that time that the programmed height and weight were correct. It was reported that based on the pt's mottled feet and the displayed ci and co, the epinephrine dose was increase from "3mcg" to "4mcg." After an unspecified length of time, the ci was measured manually and was reported to be "better". The device was removed from clinical use. Monitoring was resumed using a replacement device and the displayed ci was 2.2l/min and the co was 5l/min. The epinephrine delivery rate was gradually decreased and was discontinued at an unspecified time. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. The device history was downloaded at the manufacturing site. A review of the device history indicated that the device was programmed with a height of 66 centimeters which equals 26 inches, a weight of 85.28 kilograms which equals 188 pounds, in the normal average mode, and the venous, so2 mode.